Event description:
It was reported that black dust was falling out of the product while running during routine maintenance. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
According to the investigation details, device has severe corrosion and a shattered bearing due to the severe corrosion.